Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump had failed battery test alarm. Customer¿s blood glucose was 212 mg/dl at the time of incident. Contacts are not missing or damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
The stop current and run current measurement tests are within specification. Device also passed displacement test, self test and off no power alarm test. No failed battery test alarm noted during testing. (B)(4).